Manufacturer narrative:
Investigation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and mainly distributed (B)(4) of this code batch. There are 72 units in stock (requested for analysis) in b. Braun surgical's warehouse. We have received an open sample (unused) with the needle detached from the thread (thread is not wound on the pack but it is unused). The thread has been checked and it has been determined that it was not introduced deep enough in the needle. See picture attached. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit affecting only this article code batch and claim is justified, but the whole batch is correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Final conclusion: taking into account that the results of sample received do not fulfils the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.

Manufacturer narrative:
If additional information becomes avaiable a follow-up report will be submitted.

Event description:
It was reported that when opening the package, the surgeon noticed that the needle was detached. The product could not be used.